Event description:
It was reported that a patient presented to clinic for follow up. It was noted that the left ventricular (lv) lead had dislodged. The physician elected to explant and replace the lv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies to the lead body. The s-curve hump height was measured within specifications.